Manufacturer narrative:
MFR received info that a bed sparked underneath, smoked, and the carpet was allegedly burnt. The serial number provided indicates, the bed is over 14 years old and no longer in warranty. The bed motor and control box are mounted to the frame of the bed and does not rest on the floor. It's unclear if the ac line cord was damaged or an extension device resting on the carpet is a result of this incident. Filing solely on user's allegation of the bed sparked and smoked underneath. Malfunction not confirmed. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse, lack of maintenance, or impact damage to the ac line cord that may have caused or contributed to this alleged incident. MFR is attempting to obtain product for inspection.

Event description:
The consumer alleges the bed sparked, smoked and caused the carpet to burn under the bed. No injury is alleged.